Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event. Investigation of return guidewire revealed that the coil of the guidewire was long elongated and inserted through the microcatheter. Core wire was found broken off. Sem observation of the core wire revealed the trace of breakages due to excessive pulling force, no trace of pulling force was observed with the coil wire breakage site. Coil wire was thought to be twisted off by the torsional force accumulated along with elongation of the coil. No damaged was observed with the microcatheter, but only small deformation. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. Based on the outcomes of the investigation of returned device, it is presumed that the tip of the guidewire might be trapped in the vessel, by the target lesion, where removal manipulation to the guidewire was made with excessive force, resulting the breakage of the core wire, unraveling and elongation of the coil inside the microcatheter, while the coil wire was twisted off due to accumulated torsional force. Warning section of the IFU describes; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action.[?]if the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside vessel.

Event description:
It was reported that "during passage with microcatheter through collateral artery , the guide wire couldn't move into the microcatheter. Physician removed the complete system." Upon investigation of returned guidewire on 10/20/2015, it was then revealed that the guidewire tip was broken off and missing. The fact was conveyed to the physician for the details of the event, who commented: "removed the wire from the patient completely, and after that I tried to pull the wire from the microcatheter. When doing this the wire came apart, but I believe I did not completely break anything off - although I am not completely sure. " whereabouts of the missing tip could not be identified.